Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high and low blood glucose level. The blood glucose was 260 mg/dl. Customer¿s blood glucose was rising to over 300 mg/dl and 320 mg/dl. Customer treated with insulin pump for high blood glucose. Customer had a low blood glucose level ranging from 25mg/dl to 50 mg/dl due to over treating. The customer treated with juices for low blood glucose. Troubleshooting was declined for high and low blood glucose. Customer also reported sensor with inaccurate readings. The product will return for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened and used.